Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (initial power up) has been confirmed. Upon investigation the monitor reset during initial power up. The cause for the failure was isolated to defective t3 and c19 transformers on the defibrillator pca. The root cause for the defective components could not be positively identified no adverse event resulted from the damaged monitor. Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose busbar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a monitor was unable to power on and a battery pack was unable to power on a monitor.